Event description:
Customer reported that the insulin pump was cracked due to being dropped. The blood glucose reading was 192 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4). The insulin pump was received with cracked display window corners, battery tube threads, reservoir tube lip, cracked and minor scratched display window. The insulin pump was unable to prime during the prime/a33 test due to faulty fsr (gold). Unable to perform the no delivery test due to prime anomaly.